Manufacturer narrative:
Date of event/death is estimated. D4: the UDI is unknown due to the part/lot number was not provided. D6: date of implant is estimated. The device was not returned for evaluation. A review of the lot history record could not be conducted because the part and lot number was not provided. The reported patient effect of death is listed in the absolute pro vascular self-expanding stent system instructions for use as a potential adverse effect (e.g., complication) that may be associated with the use of the device. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effects reported in the report are captured under separate medwatch report. As multiple devices were captured in the pmcf report, additional reports were filed under manufacturing reference numbers cn-(B)(4). Pmcf attachment rpt2131801 rev c titled: post-market clinical follow-up evaluation report peripheral self-expanding stentsna

Event description:
It was reported through the pmcf report, that the absolute pro .035 stent may be related to the adverse patient effects of death, myocardial infarction, pulmonary complications, renal complications, access site complications, thrombosis, embolization, dissection, perforation, occlusion, re-stenosis, revascularization, unplanned amputation / surgical intervention, re-hospitalization and the device malfunction of failure to cross. Details are listed in the attached report, titled post-market clinical follow-up evaluation report peripheral self-expanding stents. Please see the attached post market clinical follow up evaluation report for specific information.